Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported by a health care professional (hcp) that the patient reported their scs was not working. The patient reported that their therapy was fine until they would get on a forklift. The hcp inquired if a forklift could cause the patient's implant to not work. The patient had been back to work since implant but started to complain about being affected this way on (B)(6) 2016. Part of the patient's job was to drive the forklift. The hcp reported that impedance testing had not been done at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.